Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry distance vision with glare and halos. The lens was exchanged for another lens model 08 months 07 days following the initial procedure. Clinical reason for explant was mentioned as multifocality. Additional information has been requested. There was no impact on patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).